Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 2 weeks after the dental implant was installed in intraoral region #12, it was verified its non- osseointegration. Immediate load was not executed. 50 ncm of primary stability was achieved and immediate load was not executed. The patient presented bone type ii and bone graft was executed.